Manufacturer narrative:
Visual inspection of the battery revealed evidence of impact shock as the battery's housings had been split open. Initial review of the battery's system management (smbus) data revealed that the battery had a permanent fault code and was permanently disabled by its internal safety monitor. Once permanently disabled, the battery will no longer hold a charge. This was further confirmed when the battery would not hold a charge during functional testing. It is most likely that the battery became permanently disabled due to physical damage sustained on the internal circuitry by an impact shock. Syncardia has a corrective and preventive action (CAPA) to address any applicable actions related to permanently faulted onboard batteries, and the inability of users to recognize when freedom onboard batteries are disabled. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 5091 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the driver from performing its life sustaining functions. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom onboard battery did not hold a charge while supporting a patient. There was no reported adverse patient impact.